Event description:
Customer reported tubes underfilled, blood fill stopping prior to the minimum indicator. Tubes filled collected via syringe transfer. Advised all draws collected per protocol.

Manufacturer narrative:
Complaint (B)(4): samples were received from the customer and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4): received 1 rack 454351/b2504346 for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.